Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding accutni assay performance and indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The pertinent data were not provided. The customer did not report effect to patients or user attributed or connected to this event.

Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all accutni samples outside laboratory's normal reference range prior to reporting results. Repeat analysis protocol and criteria was not supplied. No specific event qc data was supplied. The instrument is currently performing within qc specifications upon contact with the customer. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.